Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (packing coil) and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was moderately tortuous and calcified. During the procedure, while advancing the packing coil through the microcatheter, resistance was encountered. The packing coil then became stuck within the mid-shaft of the microcatheter. The physician attempted to push and pull the packing coil, however, the packing coil remained stuck. Therefore, the microcatheter containing the packing coil was removed. It was reported that while flushing the packing coil out of the microcatheter, the physician found that the packing coil had unintentionally detached. The procedure was completed using additional packing coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod packing coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pusher assembly was kinked and fractured, and the pull wire was retracted from its original position on the distal end of the pusher assembly. If the pusher assembly is manipulated against resistance, damage such as a kink may occur. Further manipulation of a kinked device may worsen to a fracture. If the fractured segments become separated, the pull wire may retract out of the distal end of the pusher assembly. This will likely result in the embolization coil detaching from the pusher assembly. Further evaluation revealed a kink on the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint. The kink may have occurred during packaging of the device for return to penumbra. The offset coil winds may have occurred during manipulation of the ruby coil against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.